Event description:
It was reported that during implant, due to the patient's subclavian vein being malformed the physician accessed through the cephalic vein. When inserting the right ventricular (rv) lead, the patient's coronary was broken and the patient had cardiac tamponade. After the patient was rescued the patient was in good condition. The rv lead was removed and no lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).